Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Visual inspection revealed that the cover (flap portion) of the locking mechanism on the lock-it plus device was missing, thus confirming the complaint. Magnification of the device showed that the base portion of the locking mechanism was intact and was fully formed. It did not appear to have been damaged. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Operator of device and if the initial reporter also sent report to FDA is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during the placement of the epidural, when the anesthetist wanted to close the mobile part of the sample, this sample was broken. No patient injury was reported.